Event description:
A customer notified baxter corporate product surveillance (cps) of one cl continu-flo soln set in which the medication was observed to backflow into a syringe from the upstream port. It was unknown if the syringe was a bd or a monoject syringe since the facility is currently transitioning to monoject. The operating room anesthesiologist reported that the port had been previously accessed and that positive pressure was maintained. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).the customer reported a backflow of medication into a syringe from the upstream port of the set. Baxter was unable to confirm the complaint and the root cause could not be determined. Visual inspection did not find any obvious defects. Additionally, the sample underwent simulated use, with no backflow observed.